Event description:
It was reported that noise was observed on the lead. All shocks were aborted before the patient received therapy. The noise was not reproduced in the clinic. The patient did not remember what she was doing during the time of the stored episodes. The lead was capped.

Manufacturer narrative:
No medwatch form was received.